Event description:
The customer reported that there was a kink in the cannula. His blood glucose went up to 350 mg/dl. He looked at the device and reported some possible bruising at the insertion site but had no blood in the cannula. The product was removed at that time.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kink in the cannula or to determine if it, or some other product condition, could have contributed to the reported high bg. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."